Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was stuck when deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block a3b (gender), block b3 (event date) and block b5 have been updated. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of clip did not release.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure. The exact procedure date was unknown. During the procedure, the clip was stuck when deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release. Block h11: investigation result visual analysis of the returned device revealed that the clip assembly was detached from the bushing but still attached to the control wire, which was evidence of soft deployment. Microscopic inspection also revealed that first activation was performed. During media analysis, two pictures were attached that shows the device without any evidence of damage. The reported event of "clip failure to release from catheter" could be confirmed during testing. The risk review confirmed that the event "clip failure to release from catheter" are defined in the risk documentation and are appropriately documented in the product risk review (prr), with these event types accounted for during product risk analysis to support the product's acceptable risk-benefit profile. Based on all available information, the most probable cause was determined to be "adverse event related to procedure," as the device showed signs of soft deployment, which may have resulted that the device could not open, due to a tangential asymmetric load being applied to the clip during insertion or exit in the endoscope. No further escalation is required at this time.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was stuck when deployed. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.